Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-25244; 2017865-2020-25248; 2017865-2020-25249. It was reported that a device erosion of 2 mm and infection was observed. The system was explanted and replaced (B)(6) 2020. The patient was discharged following the procedure. Further information suggests the patient had a replacement non abbott device (B)(6) 2020 and passed away (B)(6) 2020 in his sleep. The patient was in a long term facility.